Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and that a request was made to have data from this device analyzed. There is no data analysis information available to date. There is no information of the device being cleared for implant and the device was never in service. There was no patient involvement.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and that a request was made to have data from this device analyzed. There is no data analysis information available to date. There is no information of the device being cleared for implant and the device was never in service. There was no patient involvement. Additional information from was received which indicates that data analysis determined that the device recorded a code 1003 due to low temperature and that the device voltage tracks the temperature and at the present time it has recovered. The fault can be cleared, and the device can be used for implant.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.